Event description:
The customer reported issues with components on the inspiration block. There is no patient involvement with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer placed an official order for a new inspiration block and sent logs after completing calibration. Therefore, investigation analysis traced the reported issue to inspiration block - o2 safety valve.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Other - device has not been returned to manufacturer. However, screenshots reveal that the o2 safety valve is leaking at 84 lpm, and the inspiration valve is leaking at 1.34 lpm. There is a probable o2 dosing valve leak as well.

Event description:
Customer reported issues with components on the inspiration block. No issues detected during ventilation on a patient.